Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2011-01187-5 / 2012-00293-3 / 2015-04406).

Event description:
Information received from attorney in the (B)(6) alleges that the patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to patient allegations of elevated metal ions. Additional information received indicates that patient was enrolled in a clinical study. During post operative monitoring and testing, elevated metal ions were noted. No further information has been provided. Additional information received in a retrieval report from patient's legal counsel reports patient underwent a revision procedure on (B)(6) 2011 due to pain, elevated metal ions, and possible osteolysis. The report further noted possible (aval) fibrosis blackening around taper of stem during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.